Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The exhalation valve was replaced and the unit was returned to service. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported the unit was over delivering sustained pressure during a case. The pressure was manually released and there was no report of patient injury.